Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause is unknown. The rep was able to program around the patient's high impedances. The patient is getting great relief after implant, and the issues appear to be resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2019-dec-18 reported that the patient got good coverage on low dose and would tell when therapy was turned off. When impedances were checked prior to the case with the tablet there were high impedances. They decided to proceed with implantable neurostimulator (ins) replacement and did not have authority for a lead revision. Connectivity was checked in the case and all were green. Impedances were >10000 ohms on the 8-15 lead and the other lead was high on 6 of the 8 electrodes. The patient could feel stimulation when programming on the tablet at 3.5-4 but on the patient programmer they were seeing settings not available at 2 or 2.5ma. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-apr-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was scheduled for a ins replacement for elective indicator removal (eri). The patient stated their stimulation was covering their painful areas on their right leg and no issues with their stimulation recently. Upon interrogation of the ins pre op, was noted that all electrodes were out of range, even though the patient is feeling stimulation appropriately, and did immediately notice when stimulation was shut off. The doctor was made aware, and since the patient did feel stimulation preop the doctor decided to proceed with just the ins replacement. They were unaware of any factors that may have led to this issue. Intra-op check connectivity showed all green electrodes were green. However a full impedance check showed possible open circuits on all electrodes 8-15 and electrodes 0, 1, 3, 4, 5, 7, and 8 had high impedances. Post op the patient did have high impedances, but they were able to feel stimulation in appropriate spot however they were getting frequent oor messages. The patient was instructed to run stimulation at this level and the rep will see in the patient at their next office visit in a week. No further complications were reported. No patient symptoms were reported.